Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 309653 and lot number 0140473. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that syringe 50ml ll tip 1ml was missing scale markings on 25 occasions. The following information was provided by the initial reporter: material no. 309653 batch no. 0140473. It was reported that some syringes do not have markings.